Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - closed clamp. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted global technical services (gts) regarding a check patient line alarm that appeared on the homechoice (hc). The caregiver (cg) stated she replaced the cassette. The technical service representative (tsr) asked cg if she also replaced the bags and cg stated no. Cg stated there is air in patient line. Tsr advised the home patient (hp) will need to start over with new supplies. Tsr advised cg will need to use new cassette and new bags and explained to cg anytime a new cassette is used and bags are connected, they will need to use new bags also. Tsr assisted cg end therapy. Cg will start over with new supplies. No injury or medical intervention was reported. Product surveillance spoke with the hp's wife on (B)(6) 2010 regarding the reported problem. The wife stated that they already spoke to a gentleman with baxter regarding this event and stated his name. The wife said that they recently got the hc swapped out but that was after this alarm and she doesn't think the hc was the problem. The wife stated that the problem was probably that they left a clamp closed on the tubing which let air in. The wife stated that they have a training tomorrow morning at their (B)(6) clinic with a baxter person to go over everything again because they have not been happy with the nurses at their clinic so the head nurse arranged for a baxter person to train them. The wife stated that otherwise everything was fine and the nurse was aware of all of the events that occurred on the hc. All products have been discarded and product information is unknown.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.